Event description:
During a gastrectomy procedure, one side of the staple line had malformed staples (open shape). This occurred at the first firing. Another device was used to complete the case. There was no patient consequence.